Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the device explantation report appear to match the damage found. This is an initial and final report.

Event description:
An explanted device was received for investigation. According to the device explantation report, the implant housing was visibly damaged prior to removal. No further information has been made available.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The information in the device explantation report appears to match the damage found. This is a final report.

Event description:
An explanted device was received for investigation. According to the device explantation report, the implant housing was visibly damaged prior to removal. As per further information received, the patient came to the clinic on (B)(6)2017 and reported that she suddenly no longer had access to sound with the device since (B)(6)2017. There was no report of accident or trauma and no changes in health. The patient was re-implanted.